Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra plus xc had ¿the needle pop off as it was being pulled out of the patient¿s face.¿ patient contact was made, but no injury to patient, staff, or injector. Injector used a 30g allergan needle instead of the 27g one that came with the syringe.